Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. Customer current blood glucose reading is 180 mg/dl. Customer stated that she was unconscious for six hours, the paramedics were called and the blood glucose reading was in 20 mg/dl range. The paramedics transported customer to hospital. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.